Event description:
It was reported that, when the user attempted to ligate a clip during a surgery, it got stuck in the applier. The user put the applier and the clip out of the patient body and took the clip out of the applier with a forceps. The surgery was completed with a new applier and clips.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc kenosha, wi facility as part of a 50 pc. Lot in november of 2017. Evaluation of the returned instrument shows that the jaws are slightly loose and misaligned and also the handle to jaw and knob rotation mechanism are both dry and sluggish feeling signifying that this instrument is in need of proper lubrication as recommended in IFU l01609 r04. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the internal drive rod (n00185) fingers are both damaged. Mishandling and lack of proper lubrication of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that, when the user attempted to ligate a clip during a surgery, it got stuck in the applier. The user put the applier and the clip out of the patient body and took the clip out of the applier with a forceps. The surgery was completed with a new applier and clips.